Event description:
It was reported that the impedance on the right atrial lead had increased over the past year and a half and was now high. The lead remains in use. The patient was enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the lead was reprogrammed to unipolar mode.